Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following insertion of the delivery catheter system (dcs) into the patient, a deviation at the puncture site in the left femoral artery was observed via echography. Subsequently, the valve was successfully placed, and surgical repair was performed to address the vascular injury.

Manufacturer narrative:
Continuation of d10: product ID {evfxplus-26}; product lot/serial number {r058569}; product type: {0195-heartvalves}; implant date {(B)(6) 2026}; explant date {n/a}. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following insertion of the delivery catheter system (dcs) into the patient, a deviation at the puncture site in the left femoral artery was observed via echography. Subsequently, the valve was successfully placed, and surgical repair was performed to address the vascular injury. Additional information was received that after puncture, findings suggestive of dissection were observed around the left femoral head puncture site on echocardiogram. Per the physician, the injury occurred during puncture and a medtronic product did not contribute to the injury.

Manufacturer narrative:
Medtronic received additional information that changed the event description and device relatedness of this previously reported event. Per the physician, the injury occurred during initial puncture and a medtronic product did not contribute to the injury. There was no evidence to suggest a medtronic device caused or contributed to a death, serious injury or malfunction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.